Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty (tha) on (B)(6) 2010 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 allegedly due to a vertically rotated acetabular cup. The acetabular cup, modular head and taper were removed and replaced. Additional information received in patient operative (op) report notes patient underwent an initial right tha on (B)(6) 2010 and left tha on (B)(6) 2011. Review of invoice records were unable to confirm the left (B)(6) 2011 initial procedure, and no revision procedure has been reported for the left side. Revision op report for the right hip notes a loose acetabular component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components. "Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04839 / 04840).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 allegedly due to a vertically rotated acetabular cup. The acetabular cup, modular head and taper were removed and replaced.